Event description:
It was reported that the insulin pump had a cracked display screen. The blood glucose reading was 276 mg/dl. The customer stated that the screen had 2 scratches and a deep crack on it. He did not know how the damage occurred. He noted that there were some spots on the display that made it hard to read due to the scratches and crack. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked and bleeding display glass, minor scratches on the display window, a cracked reservoir tube lip and cracked belt clip slot.